Manufacturer narrative:
(B)(4). Justo, a., vilette, h., ehlinger, m., pasquier, g., laumonerie, p., cavaignac, é. (May 2021). A retrospective comparison of central and posterior hinge joints in 53 total knee arthroplasties. Orthopaedics & traumatology: surgery & research, vol. 107 (no. 3), pages 327-332. Https://doi.org/10.1016/j.otsr.2021.102868. Concomitant devices :unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, unknown nexgen femoral stem catalog #: ni lot #: ni. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00169, 0001822565-2022-00170, 0001822565-2022-00171, and 0001822565-2022-00353

Event description:
It was reported that one patient underwent a knee arthroplasty revision to address unexplained pain post-operatively. Attempts have been made, however, no additional information is available at this time.